Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04230 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a rfa (radiofrequency ablation) procedure on a bone lesion of the hip bone performed on (B)(6) 2009. According to the complainant, while ablating at 150 watts, a p1 error continuously occurred. The ablation continued for a long period of time. However, the device was eventually removed and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).